Event description:
It was reported that the motor drive unit has less power than a second unit in the or department. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.